Event description:
It was reported that during a procedure the laser sys displayed an error indicative of a sys malfunction. The customer attempted to use a second fiber, however the error message was still observed. Customer indicated that the error message could not be cleared. Therefore, the sys was unable to be utilized, and the procedure was aborted. There was no report of a pt injury; however the MFR is filing this as surgical intervention as the customer indicated that an add'l surgery would be scheduled as a result of the incompletion of the case.

Manufacturer narrative:
The laser has been serviced. The suspect component has been removed and replaced.